Manufacturer narrative:
The reported hypoglycemic event occurred in the context of multiple contributing factors, including recent factory reset, first-time use of a ¿more than usual¿ meal announcement, interruption of insulin delivery due to insulin depletion, and a subsequent manual pump pause. The combination of these factors may have resulted in insulin timing or dosing effects that contributed to severe hypoglycemia. Based on available information, no confirmed device malfunction was identified; the event is considered multifactorial with use-related and therapy-adjustment components, and a supplemental MDR will be submitted if additional information becomes available.

Event description:
On (B)(6) 2025, the user¿s spouse reported that the user experienced a hypoglycemic event with a reported lowest blood glucose value of 26 mg/dl. Prior to emergency medical services involvement, the user became extremely fatigued and nearly lost consciousness after a recent ¿more than usual¿ meal announcement, insulin interruption due to running out of insulin for approximately 40 minutes, and a subsequent pump pause following a recent factory reset. Emergency medical services responded to the home and administered intravenous glucose, after which the user¿s blood glucose returned to range and ems departed without hospital transport, and no device malfunction was confirmed at the time of reporting.